Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra catheter, a non-penumbra introducer sheath and guidewire. During the procedure, the physician advanced the benchmark over the guidewire through the introducer sheath to the right carotid artery via the right femoral artery. Next, the catheter was advanced and placed distal to the aneurysm. The physician then successfully placed all the coils needed in the aneurysm. Afterwards, the catheter was removed. A contrast media was then performed and a lack of contrast in the target vessel was noticed. The physician then decided to remove the benchmark. While removing the benchmark from the introducer sheath, only the proximal end of the benchmark was removed. Subsequently, under fluoroscopy it was noticed that the benchmark had fractured. Therefore, the physician used a snare device to remove the distal segment of the benchmark. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed that the catheter was fractured. Based on the location and damage at fracture site, this damage was likely the result of a kink during manipulation that subsequently fractured. The proximal fracture likely contributed to the lack of contrast visualized within target anatomy. Further evaluation revealed kinks, bends and ovalization on the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.